Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead caused the patient to experienced venous stenosis and left upper extremity swelling or upper extremity edema. This ra lead was explanted. No additional adverse patient effects were reported.